Event description:
Customer reports to have high blood glucose ranging from 106 mg/dl to 404 mg/dl which was treated with a manual injection troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to contact healthcare professional regarding high blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).